Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up appointment, the device was found to have episodes of securesense mode due to undersensing and noise. Reprogramming was recommended and the patient was stable. Additional information was requested but not received.